Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the cannula was found bent. The patient experienced vomiting. At the hospital, the patient was placed on an intravenous therapy of fluids and lab work was preformed. The patient was released the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.